Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise through the associated defibrillation lead. The device inhibited pacing and delivered an inappropriate shock. No adverse patient effects were reported. Reported lead diagnostics were acceptable and noise could not be evoked with clinical attempts. The physician elected to examine the device and lead system invasively. Although no abnormalities were observed, the ICD and defibrillation lead were explanted, replaced and returned for laboratory evaluation.